Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he was hospitalized with a high blood glucose reading of 1100 mg/dl. The customer stated that he has experienced high blood glucose levels for (B)(6). Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer did not feel comfortable with the insulin pump, and requested a replacement. Nothing further was reported.